Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the extract transform load (etl) jobs were not running on the server. A technical support specialist dialed into the server, verified the etl job status, and restarted the etl to resolve. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, extract transform load process delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.